Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The cross section surface shows no irregularities. The measurable dimension of the broken uss sleeve was checked and found to be in compliance with the technical drawings and ao/asif specification. As no detailed clinical information is available, we can only assume that there was a technical complication during the operation process where too much mechanical force finally led to this breakage. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We have to assume that there was a technical complication during the operation process where too much mechanical force finally led to this breakage. The device failure is related to the conditions of use and operational context contributed to this event. (B)(4).

Event description:
It was reported that the uss sleeve broke during final tightening. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis.additional narrative: device manufacture date is 07/19/2011 .(B)(4)

Manufacturer narrative:
This device(s) was/is used for diagnosis, not treatment.